Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. The customer did not provide the serial number of the device affected, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a failed battery alert. The device was in clinical use when the issue occurred. The patient taken off treatment and switched to a different device. There was no patient or user harm reported. It was reported that the device had been serviced by philips recently; however, it was observed that the device started to display a "failed battery" alert. It was reported that the device was plugged into ac power; however, the ventilator still presented the alert. The customer reported that the battery was only 1.5 years old. The investigation is ongoing.